Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the atrial lead was dislodged. The lead was re-positioned successfully on (B)(6) 2022. The patient condition was stable throughout procedure.